Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the thermal printer was not printing correctly. A technical support specialist (tss) reinstalled the printer drivers and used the windows troubleshooter to resolve issues, including the universal serial bus device might have stopped responding error, after which customer confirmed the printer was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, thermal printer was not printing correctly. Customer reported that the thermal printer is printing blank labels intermittently, and at times the prints appear excessively dark on the label. However, there were no delay to patient care and adverse events or injuries reported based on this incident.